Manufacturer narrative:
The investigation reviewed the calibration data; the calibration signals started high but through time, the signals started falling steadily with each calibration being lower than the previous one. The investigation reviewed the qc data provided (23-oct-2023 for qc level 1 and 28-sep-2023 for qc level 2). The qc level 1 trace showed five results that were out of the -3 standard deviation (sd) range. The rest of the results were around the target value. The qc level 2 trace showed results around the target range. It was not possible to evaluate the qc accurately for the date of event as the customer only provided screenshots of the qc data. Based on the information provided, the cause of the event could not be determined. The provided data do not indicate a reagent issue.

Manufacturer narrative:
The serial number of the customer's cobas e411 rack is (B)(6). The field service engineer (fse) cleaned the gripper and performed a precision check which showed normal analyzer function. The investigation is ongoing.

Event description:
The initial reporter received a questionable ca 19-9 elecsys result from one patient sample tested on the cobas e411 rack. The initial result was 2.77 u/ml. The first repeat result was 51.01 u/ml. The second repeat result was 3.00 u/ml. The reporter stated that they expected the lower results.